Event description:
It was reported that pump battery depleted too quickly and required frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no additional troubleshooting was completed and no further information regarding outcome of event was available.